Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the tip measuring 55.5 cm was returned for analysis. External insulation abrasion was noted at 32.5 cm - 33.5 cm from the distal tip breaching the outer insulation and exposing the outer coil due consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.